Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service provider replaced the battery. The battery was returned for evaluation. The service engineer evaluated the battery and verified the reported complaint. The battery failed the 10 hour discharge test. The battery measured 13.2% of the rated battery capacity. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator&#38112;battery was fully charged. However, when switched to battery operation, it generated a &#49935;w battery&#55297;larm. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.